Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon attempting to interrogate the device, a loss of rf telemetry was noted through the merlin programmer. After a device software download was performed, normal device function resumed. The patient would continue to be monitored and be set up with a wireless transmitter.